Event description:
The customer reported a "low ma" error message on c-arm display. Unit was in a procedure when error message occurred. No pt injury was reported.

Manufacturer narrative:
The service rep was unable to duplicate the "low ma" error message. He performed a filament duty cycle calibration. Sys operates properly at this time.